Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there was leakage. There was no report of patient impact. The following information was provided by the initial reporter: we received a report of a malfunctioning maxplus extension set at mccullough hyde on friday. The item in question is mp5301-c, with lot # (10)22119132. According to the report the set leaked above the catheter/tubing luer connection. The team replaced the set with a new one, which worked well.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mp5301-c lot number 22119132 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there was leakage. There was no report of patient impact. The following information was provided by the initial reporter: we received a report of a malfunctioning maxplus extension set at mccullough hyde on friday. The item in question is mp5301-c, with lot # (10)22119132. According to the report the set leaked above the catheter/tubing luer connection. The team replaced the set with a new one, which worked well.